Manufacturer narrative:
Three random sealed reservoirs were evaluated and no leakage anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that leaked past the second o-ring prior to inserting into reservoir compartment. Customer's blood glucose was unknown. Customer was advised to return the reservoir for analysis. Ten reservoirs would be replaced.